Event description:
Patient passed away due to heart failre on approximately 6 months post cypher stent implantation. In an emergent case due to acute myocardial infarction (ami), the patient had 2 bare metal stents (bms) placed successfully in the mid left anterior descending branch (lad). The following day, the patient electively received 2 cyphers in the proximal right coronary artery (rca).the vessel was a de novo, 99% occluded. The lesion length was 40 mm and vessel diameter was 3.5 mm. Aha/acc classification of the vessel was a type c. The vessel was pre-dilated with a 3.0 x 15mm balloon at 14atm for 30 seconds. The 1st cypher (3.5/33mm) was implanted at 18atm for 40 seconds. The 2nd cypher (3.5/13mm) was implanted at 24atm for 40 seconds, proximal to the 1st cypher and overlapping it. Post-dilation and ivus were not conducted. Coronary angiography (cag) was conducted and confirmed both stents to be fully dilated and the results satisfactory. The residual % of stenosis was 0%. Timi flow prior to the procedure was 1 and after the procedure was 3. Act was not measured. Six months later, the patient returned to the hospital with heart failure. Abnormalities in elevated cardiac enzyme levels were observed. Therefore, cag was conducted and thrombus was observed inside both cyphers implanted and proximally. To treat the thrombus, plain old balloon angiography (poba) was conducted (inflation time and pressure unknown) and then an additional stent (bms driver) was implanted inside the cypher (which cypher is unknown). Blood was flowing for a moment. Patient was put on percutaneous cardiopulmonary support (pcps). He passed away 3 days later. The physician comments that the cause of the thrombotic event was the heart function was deteriorated because the patient had been on dialysis and the patient was not properly taking the antiplatelet drug. The patient's death was due to heart failure. It is not related with cypher's product defect.

Manufacturer narrative:
Please note that this device (noted in d4) is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of 2 products involved with the reported event. The associated manufacturing report number is 9616099-2007-00595. Additional information will be submitted within 30 days upon receipt.